Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an occlusion, no delivery, and air bubbles. The blood glucose at the time of the incident was 59 mg/dl. The customer states the blood glucose is low, because she reverted back to manual injection and gave herself too much insulin. The customer sates the no delivery alar is reoccurring. Troubleshooting was performed and advised to change reservoir, but the customer declined to change reservoir. The customer states they had air bubbles that form around the o-rings. The customer states the air bubbles were 1/8 of an inch wide. Proper filling technique was advised to the customer. The customer was able to prime and insulin exits the set using the current reservoir. The customer state she was having issue with her infusion set cap, being loose and difficult. The customer decline to change reservoir or set and declined to continue troubleshooting. The device will not be returned for analysis.